Event description:
The facility reported a pump with a malfunction of bioline error, froze while functioning in use. The reported condition was identified during patient therapy in the obstetric care unit. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B) (4)-CAPA-(B) (4) associated with this report. (B) (4)

Event description:
The customer reported that the device failed to sync during cardioversion. No adverse patient impact was reported.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "bioline error, froze while functioning in use" which cause an interruption of therapy, but could not be duplicated. The pump head module air-in-line printed circuit board (phm ail pcb) is out of specification. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.

Manufacturer narrative:
(B) (4)the software version for this device is currently not known.

Event description:
Tech alleged that the hilow was drifting.

Event description:
Consumer states that his wife was using the heating pad on her back while seated in a chair, and the heating pad caught fire. No injuries or property damage were reported with this incident.